Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. 20 retained samples (lot 9162533) and 20 retained samples (lot 9259608) were draw-tested and, no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the tubes are under filling during use with a bd vacutainer® barricor¿ lh plasma blood collection tubes. The following information was provided by the initial reporter: (3 of 3 complaints). It is reported by customer that barricor tubes are not filling. Additionally, the bd sales consultant provided the following additional information: ¿ is the product/catalog number known? 365056; ¿ is the lot number of the tubes that were affected known? 9162533 and 9259608; ¿ what specific date did this incident occur? If unknown, state n/a. (B)(6) 2020; ¿ were there any erroneous results reported? If so, no. O are patient identifiers known? If so, please provide (gender, age, dob, weight, etc.) 3 male patients (ages: 62, 57, 92); o what test(s) were run? We use barricor tubes for troponin only; o was the patient redrawn and re tested? Yes.

Manufacturer narrative:
Date of birth: (B)(6) 1928 was used as placeholder as age was provided, not patient birthday. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9162533, medical device expiration date: 2020-10-31, device manufacture date: 2019-06-11, medical device lot #: 9259608, medical device expiration date: 2021-01-31, device manufacture date: 2019-09-16. " a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the tubes are under filling during use with a bd vacutainer® barricor¿ lh plasma blood collection tubes. The following information was provided by the initial reporter: (3 of 3 complaints) it is reported by customer that barricor tubes are not filling. Additionally, the bd sales consultant provided the following additional information: is the product/catalog number known? 365056, is the lot number of the tubes that were affected known? 9162533 and 9259608, what specific date did this incident occur? If unknown, state n/a. (B)(6) 2020, were there any erroneous results reported? If so, no are patient identifiers known? If so, please provide (gender, age, dob, weight, etc.) 3 male patients (ages: 62, 57, 92). What test(s) were run? We use barricor tubes for troponin only. Was the patient redrawn and re tested? Yes.